Event description:
It was reported that upon interrogation, the pulse generator exhibited premature depletion battery. The device was explanted. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the device was explanted and replaced on (B)(6) 2015. The patient experienced no adverse consequences.